Manufacturer narrative:
Device passed displacement test and self test. Pump error 4 and pump error 63 was confirmed in the device history due to broken pin trace on keypad assembly. Device received with scratched case and pillowing keypad overlay. The p-cap does lock properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure alarm and another pump error alarm. Troubleshooting was done for both pump error alarms. Customer was able to clear the alarm. Customer was able to complete insulin pump rewind. Insulin pump received again pump error alarms. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.